Event description:
It was reported that a foreign mark was found rusted onto the bd ultra-fine¿ insulin syringe needle surface. The following information was provided by the initial reporter: "the customer stated that there is a mark that seems to be rusted on the needle surface.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-may-2023. H6: investigation summary: nineteen syringes in total were returned from the customer. Ten of the syringes were inside a sealed polybag, seven syringes were inside an open polybag and two marked samples in a separate bag. The customer stated that there is a mark that seems to be rusted on the needle surface. All the syringes were inspected under the microscope, and foreign material/particle was observed on one of the samples. The particle was tested on the ftir, and the result are on the attached document. A review of the device history record was completed for batch# 2199495. All inspections were performed per the applicable operations qc specifications. On further investigating our raw materials, o-ring and adhesive samples were collected. The samples were sent for further ftir analysis and compared with the fm ftir results. Based on the compared ftir analysis (2nd set of ftir analysis) and a visual inspection: ° the identified foreign material is uv adhesive (B)(6). The same material is used for securing the needle in the barrel tip. ¿ the dimensions of the fm (width, height) are (B)(4).

Event description:
It was reported that a foreign mark was found rusted onto the bd ultra-fine¿ insulin syringe needle surface. The following information was provided by the initial reporter: "the customer stated that there is a mark that seems to be rusted on the needle surface."